Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the single port maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. Verification of the event details cannot be performed via system logs because on-site connectivity is not available at this time. This complaint is considered as a reportable event due to the following conclusion: it was reported that the jaws of a single port maryland bipolar forceps instrument was sticking and a build-up of char was on the instrument. At this time, it is unknown what caused the char or thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the customer noted the single port maryland bipolar forceps instrument was sticking later on in the case. A build-up of char was cleaned off and the instrument performed better. The procedure was competed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, and h2. Corrected information can be found in the following fields: h6 and h10. The annex a code was corrected to entrapment of device.